Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.